Manufacturer narrative:
Additional info has been requested. Implanted approx (B)(4) 2010. Unable to provide the date of MFR as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Approx one year post prodisc-c implant c5-c6, pt fell and returned to surgeon, presenting with severe and continuing pain. Xrays confirmed posterior osteophyte and narrowing of foramen which is impinging on the nerve. On (B)(6) 2011, surgeon explanted prodisc-c and revised to fusion.